Manufacturer narrative:
The device was returned for evaluation and servicing. The pre-temperature testing could not be performed, the motor would not ro tate, therefore customer complaint could not be confirmed. The analysis indicated the device failed the hi-pot testing, the thumb wheel was jammed, the collet was corroded, and the motor cable assembly was found faulty. The unit was cleaned and tested to manufactures specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device was overheating. No patient impact reported.